Event description:
It was reported that during during a recanalization procedure, the tip of the catheter allegedly separated. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a device history record review was not required as this was the only complaint reported for this lot number. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2022),g3 h11: e1(initial reporter e-mail), h6(result and conclusion) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during a revascularization procedure, the tip of the catheter allegedly separated. There was no reported patient injury.